Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an interrogation while the patient was in the hospital, the right atrial (ra) lead and pacemaker exhibited noise and impedance measurements of greater than 2500 the physician has opted to monitor the patient. The pacemaker and ra lead remain in service and no adverse patient effects were reported.